Event description:
Information was received indicating that air in line alarm was noted with smiths medical cadd administration set. It was also reported that no air was noted in the tubing beyond the filter. Subsequently, the home care nurse removed cassette from the cadd pump and noted some air in there, tapped air out of and primed. The tubing was reconnected, and no other concerns were noted afterwards. No adverse effects were reported.